Manufacturer narrative:
A written attempt was made to obtain additional information including patient data. Additionally, the beckman coulter investigator inquired whether the customer was following the au680 instructions for use in changing the potassium electrode every 6 months or 40,000 tests. To date, this information has not been provided. A beckman coulter field service engineer (fse) was dispatched to the customer site and replaced the potassium electrode. The fse noted the potassium electrode was old, however it was not specified if the customer had been following the time interval in changing the electrodes as directed in the au680 instructions for use. The fse also found the sample syringe was leaking. The fse replaced the syringe. The fse also performed cleaning of the ise module. The likely cause of this event was a malfunction of the of the potassium electrode or the sample syringe or a combination thereof. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in china reported questionable ion selective electrode (ise) patient results were generated on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer provided one (1) result for one (1) patient.